Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed normal battery depletion.

Event description:
The patient reported the device "malfunctioned". The patient received over 50 inappropriate high voltage therapies. The device was removed and not replaced per patient request. The device was returned with a report that the device was at eol (end of life). No further patient complications have been reported as a result of this event.